Event description:
Customer called to report the insulin pump went into threshold suspend due to false low sensor readings. Blood glucose reading was 150 mg/dl. The customer declined troubleshooting for this issue. Customer mentioned she was having trouble with the belt clip breaking at the place where the clip opens and the metal pin is. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4)